Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a coronary artery bypass procedure. Electrocautery was used during the surgery in close proximity to the device. When the device was interrogated following the procedure, a red screen was observed indicating the device was in safety core. It was noted that the device had been programmed to off-electrocautery during the open heart surgery. It was confirmed that brady pacing and tachy therapy remained available. Device replacement was recommended.

Manufacturer narrative:
The field representative reported that the device may not be replaced as the patient's condition was poor due to other medical issues. Available information suggests the device remains implanted. No adverse patient effects were reported due to the device reverting to safety core.